Event description:
Same case as MDR ID # 2134265-2013-03964 and 2134265-2013-03965. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) failed to pullback. The target lesion was located in an unknown vessel. During the procedure, the motor drive unit of an ilab cart system 100v did not pullback. The mdu was repositioned/relocked on the sled. Then automatic pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).